Manufacturer narrative:
(B)(4).

Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had a loss of communication error. The ventilator was not in use on a patient at the time the malfunction occurred. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.